Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed. A field service engineer (fse) receded row board cable on drawer controller. Then receded the retractor band cable. Then receded all the cables in drawer and then ran hardware test application (hta). Then ejected all the pockets and looked for debris. Then checked all the connectors and removed the debris, then ran hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.